Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no reported source; however, it was confirmed this infection was not caused by a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Though peritoneal effluent fluid cultures presented no growth, an initial elevated wbc count and responsiveness to antibiotic therapy is evidence of a peritonitis infection, potentially from a gram-positive organism. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic same day presented with no growth and a white blood cell (wbc) count of 134/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the exact cause was unknown, it was confirmed the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin for three weeks and ip ceftazidime for three weeks (dosages and frequencies for both medications unknown). The patient has recovered and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic same day presented with no growth and a white blood cell (wbc) count of 134/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Though the exact cause was unknown, it was confirmed the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin for three weeks and ip ceftazidime for three weeks (dosages and frequencies for both medications unknown). The patient has recovered and remains asymptomatic. The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.